Manufacturer narrative:
Device not returned.

Event description:
As reported, during a tavr procedure using a 29mm sapien 3 valve via transseptal approach, the balloon ruptured during inflation and they were never able to inflate the balloon, it was noted that 4ccs were added to the system. The first valve was removed from the patient and there was no impact to the patient.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery and video was returned and revealed the patients mitral valve was calcified, after the device was removed from the patient, the crimp balloon was torn radially around the entire circumference at the crimp marker and the operator attempted to inflate the balloon, the fluid leaked from the crimp balloon. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event failure balloon leak. During the manufacturing process, all balloons are inspected for defects and a sample is is tested for product verification, these testing support that it is unlikely that a manufacturing defect or device malfunction contributed to the event. The following instructions for use and manuals were reviewed; IFU for commander delivery system, device preparation manual, procedural training manual. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints was performed for complaint code balloon leak. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors calcification and procedural factors high alignment forces. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for failure balloon leak was confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, manufacturing mitigations, and complaint history supported that a manufacturing nonconformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, the balloon ruptured during inflation and a new system was required. Additionally, as reported, the patient had severe c++ noted as observed in the provided imagery. The provided imagery also revealed the crimp balloon was torn radially around the entire circumference at the crimp marker. Calcification can present a challenging condition for the balloon during tracking through the system. Calcified nodules can negatively interact with the balloon and compromise the balloon structure. Furthermore, as the damage was observed at the crimp marker, it is possible that damage may have originated from mechanisms such as performing valve alignment in a nonstraight section of anatomy and/or performing valve alignment within the nonedwards gore dryseal sheath within the patient. Performing valve alignment in a nonstraight section can create noncoaxial angles which may increase valve alignment forces and performing within the dryseal may constrain the system which may also increase valve alignment forces. This can weaken the crimp balloon material making it more prone to damage. It is possible that the high alignment forces may have caused the valve to puncture the crimp balloon and further manipulation when positioning/withdrawal resulted in the observed radial tear. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (high alignment forces) contributed to the reported event. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Device code 1074 - burst container or vessel is no longer applicable to this event.